Event description:
On (B)(6) 2010, the patient underwent treatment of an abdominal aortic aneurysm with three gore® excluder® aaa endoprostheses. Between 2010 and 2013, follow up imaging identified a suspected type ii endoleak and aneurysm enlargement. On (B)(6) 2012, coil embolization of the inferior mesenteric artery (ima) was performed. On (B)(6) 2013, coil embolization of a lumbar artery was performed. On (B)(6) 2014, an additional procedure was performed whereby the aneurysm sac was punctured and coils were placed in the sac to treat the suspected type ii endoleak. However, it was reported that after intra-operative angiography was performed, it was reportedly determined the endoleak was a proximal type I endoleak, not a type ii endoleak as previously diagnosed. The cause of the proximal type I endoleak was reported to be proximal disease progression. On (B)(6) 2014, an additional procedure was performed to treat the proximal type I endoleak. An aortic extender component was implanted for proximal extension on the trunk. Final angiography showed no evidence of endoleak, and the patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.(B)(4)